Event description:
Second degree burns on shoulder from CPAP ac adapter. Had to go to ER. Park nicollet CPAP machine department at health partner only offered another machine. Refused to address the safety concerns. Sn: (B)(6). Company has never reached out to me. Hospital billed me for ER. The attorney I talked with said I would need to pay 10k out of my pocket to have device tested. This seems to me that a consumer is at a disadvantage and the wealthy companies are allowed to get away with anything. I have pictures of my injury and the machine resmed machine manufacture date 10/23/2020. The ac adapter was on my mattress and I rolled on it. The adapter was as hot as an iron and I'm lucky my mattress did not catch on fire.